Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered an alert due to low/out-of-range pacing impedance. It was additionally noted that there was a history of a chronically low impedance trend on the lead. The lead remains in use. No patient complications have been reported as a result of this event.